Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2023, was filed inadvertently. The correct date of awareness is (B)(6) 2023. This report is submitted on july 18, 2023.

Manufacturer narrative:
This report is submitted on july 04, 2023.

Manufacturer narrative:
This report is submitted on june 02, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to performance decrement. The patient was re-implanted with another cochlear device during the same surgery.